Manufacturer narrative:
A visual analysis of the returned percuflex¿ plus ureteral stent revealed that the stent was damaged at the proximal end. The bladder pigtail was found ripped/torn. During manufacturing, devices are inspected to ensure that all finished devices meet specifications. It is most likely that when the package is still closed, the defect noted may appear due to some aspect of shipping/ handling/ storage of the device. It is possible that the way in which the device was handled and manipulated during unpacking or preparation may have contributed to the failure found (stent ripped/torn). The damage noted is consistent with one caused when product is being pulled/pushed with excess of force; this may cause damage,deformities or device break. Therefore, the most probably root cause of this complaint is "handling damage". A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was going to be used in a ureteral calculi surgery performed on (B)(6) 2016. According to the complainant, during unpacking, the stent was found broken off. The procedure was completed with another percuflex plus stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental MDR will be submitted.

Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was going to be used in a ureteral calculi surgery performed on (B)(6) 2016. According to the complainant, during unpacking, the stent was found broken off. The procedure was completed with another percuflex plus stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental MDR will be submitted.